Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2015, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 15-aug-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider via a device manufacturer representative regarding a patient receiving morphine via an implantable infusion pump. It was reported that the patient's pain was not being well managed by the pump. The patient denied any accidents or falls but patient did undergo back surgery recently. A dye study was performed and the catheter was unable to be aspirated. A catheter revision and surgery was planned.